Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user's care facility reported the user experienced a low bg event after making a "usual" meal announcement, which was made after they had already started eating. Previously, the care facility had been announcing all "less than" meals as directed by the user's healthcare provider (hcp). However, a mistake was made by the staff in this instance, leading to the low bg event. The user's bg dropped to 30 mg/dl and paramedics were called. A glucose IV was administered by ems. The user resumed the ilet after the event.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, based on the case notes, it is likely that incorrectly announcing all meals as less than usual caused the usual sized meal doses to adapt to be too large, which lead to this hypoglycemic event.